Event description:
A pump with failure code 810:11 this failure code occurred before use. There was no pt injury or medical intervention necessary according to the hosp rep.

Manufacturer narrative:
The reported condition was not confirmed.